Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device showed nicks on the enclosure and a missing reservoir tank cover. The device also had an old-style board and drain fitting. Functional testing was able to replicate the customer reported problem by installing a reservoir cover, filling the water tank, plugging in the line cord, and switching the power on. The were able to observe that the overtempt alarm was sounding. The root cause of the reported issue was found to be that the overtempt was out of calibration, what caused this out of calibration was unable to be determined. No further repair actions were taken given the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4 (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device alarms over temperature. No patient injury was reported.